Event description:
It was reported that during an l.a.r. Procedure malformed staples were found after firing on the rectum. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). How was it confirmed that the anvil was secured to the trocar? There was a crunch when the anvil was secured to the trocar. What confirmation was received that the device was fully fired? The firing handle was compressed until it was unable to fire further and there was a crunch heard. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The orange indicator was set in the second part of the green tissue compression/gap. When was the red safety removed prior to firing? After closing the jaw and waiting 15 seconds. Was the breakaway washer completely cut through? Yes, but one side is a little wider than the other. Who fired the device? The surgeon. Has the or staff been trained on preparing the device? Yes. Has the person firing the device been trained? Yes. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process